Manufacturer narrative:
Model number/catalog number: sc-2316-50e. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that the patient was unable to open or close left hand or raise left foot following a trial procedure. The trial leads were explanted and patient was doing well postoperatively. The patient was sent to ER (emergency room) for imaging and the results were negative and the cause was unknown.